Event description:
Additional information later received reported that the patient was waiting to have their pump replaced due to health issues.

Event description:
The pump logs showed a motor stall on (B)(6) at 17:06 and a stopped pump period may exceed tube set message on (B)(6) at 17:06. The patient did not report hearing a pump alarm and the patient did not have an MRI at the time of the stall. The patient went to the ER (emergency room) with withdrawal symptoms on (B)(6). At the time of this report, the patient only had a headache. Pump explant was planned. The device system was delivering dilaudid. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).